Event description:
It was reported that a device does not recognize a closed door with a loaded set. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device in question was returned to baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.